Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the pressure module would not zero out. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Eval is in progress, but not yet concluded. The field service rep (fsr) went out to repair the unit. He put the pressure gauge on the module and tested the module out four times. It zeroed out every time. The fsr informed the perfusionist that he was getting the unit to zero out. This was when the perfusionist hooked up his transducer to the pressure module and it would not zero. Then the perfusionist changed out the transducer and it did zero out for him. The transducer was found to be from another MFR and the suspect part.